Event description:
The patient contacted animas on (B)(6) 2012, alleging the pump will not power on after being powered off for three days while the patient was using alternate delivery method for insulin delivery. Inserting a new battery did not resolve the alleged power issue. The patient denied any type of damage or exposure to moisture to the pump. Customer technical support made several attempts to recontact the patient to perform troubleshooting on the pump, but the patient did not respond to the attempts. There was no reported adverse event associated with this complaint. This complaint is being reported because the complaint was not resolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.